Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and textured implant concern.

Event description:
Healthcare professional reported left side ¿textured implant concern and deflated¿. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, e1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Deflation: observed, an opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: yellow particles on the shell are observed.

Event description:
Healthcare professional reported left side ¿textured implant concern and deflated¿. Device has been explanted and replaced.